Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was reportedly "good". The customer would continue to use the pump for insulin therapy.